Manufacturer narrative:
Electrode belt sn (B)(4) has not been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.   There is no indication of a malfunction that contributed to the patient's death. Monitor: 07/25/2016. Belt: 06/08/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. It is unknown if the patient was wearing the lifevest at the time of passing. The patient was unconscious at the time of treatment delivery. Review of the download data, indicates the patient received one inappropriate shock in response to cardiac amplitude oversensing. The device detected an arrythmia at 10:38:26 am when the patient was in asystole and cardiac amplitude oversensing. The patient was in asystole and cardiac amplitude oversensing at the time of the treatment shock at 10:39:37 am. The patient's post shock rhythm was asystole with cardiac activity. At 10:40:08 the device detected a non-treatable rhythm. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019 at approximately 02:40 pm. There is no indication that a device malfunction caused or contributed to the patient's passing.